Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported blood was leaking from the maxzero connector when changing the tubing. Upon further examination the user noted that the "blue port" was missing from the connector. There was no report of patient harm.

Manufacturer narrative:
The customer's report that the valve piston was missing was not confirmed. Visual inspection showed a broken off luer tip lodged within the opening of the valve resulting in the valve's piston being depressed. The lodged broken luer tip was able to be manually removed and the valve piston was able to pop back upwards to its expected position within the valve. Subsequent testing of the valve resulted in no leaking or other issues. The root cause of the reported event was a broken off luer tip lodged within the opening of the valve.

Event description:
The customer reported blood was leaking from the maxzero connector when changing the tubing. Upon further examination the user noted that the "blue port" was missing from the connector. There was no report of patient harm.